Event description:
It was reported that the balloon lost pressure, the pt was converted to manual pressure for 12 minutes, hemostasis was achieved with no further complications. The pt was hospitalized for reason unrelated to the mynx device/ mynx procedure. Deployer: in training. Stick location: mid femoral head. Vessel size: 6.5mm.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 2.5mm from the balloon neck. The review of the lhr (lot f1335004) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.